Event description:
An attempt to place the filter using the femoral approach by duplex ultrasound was unsuccessful due to overlying bowel gas pattern. The filter and its delivery system had been placed within the sheath to assist visualization, but when the procedure was abandoned and the device removed, no filter was found in the sheath. Fluoroscopy showed an inverted non-expanded (non-deployed) filter within the right atrial appendage. The filter was retrieved with a femoral snare, but the severe angulation would not allow the filter to be drawn into the sheath. Consequently the filter was pulled out at the wire exit site, causing moderate bleeding. This is thought to be an out of the box problem. The rep was called to evaluate. Device usage problem: other.